Event description:
It was reported that the device had a ¿wrong field programming error". The user intended to program 700 units/h but actually programmed 700 ml/h (equivalent to 70,000 units/h). Inadvertently entered the dose in the rate field and patient transferred to ICU and given protamine sulfate. The customer has requested a product enhancement for the dose to appear first during programming, then the flow rate. Additional information was received from customer regarding canada's vanessa's law which states "patient was started on heparin continuous infusion at 7ml/h . All settings double checked and co signed by a second rn at bedside as per protocol. Approximately 25 minutes later, staff at bedside noticed pump alarming and notified writer. Upon assessment, writer realized, the pump alarm rang that infusion was complete and that bag is empty. Nurse in charge notified immediately, md on call notified by a page and arrived within 5 minutes. Possible malfunction of IV pump. Pump labelled and put aside for inspection"

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.